Manufacturer narrative:
As lens was removed/replaced in the initial surgery. (B)(6). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist showed no dirt or particle was found. The lens is considered good and passed cosmetic inspection. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (model zxr00, +24.5 diopter) tore on upon insertion into the eye. The lens was removed and replaced in the same procedure. Reportedly a vitrectomy, incision enlargement and sutures were required. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: it was learnt that there was no patient injury. Patient was doing great without any adverse event. Date of birth: (B)(6) 1967. Gender/sex: female. The physicians involved in the case were also provided . The following has been updated accordingly: dr. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.